Event description:
The site reported that an artifact seen on 3d tof spgr maximum intensity pixel images of an area of the brain (circle of willis) led to a surgeon to diagnose stenosis of the middle cerebral artery. Initial report from the site stated that the diagnosis was performed on scans of four patients. On (B) (6) 2009, the site confirmed that only two patients were involved. Both affected patients reportedly underwent x-ray cerebral angiogram procedure, the results of which disproved the stenosis observed on the mr images. At this time, no reports of injury to the patients were received.

Manufacturer narrative:
An investigation of the issue is ongoing. The first patient is reported under MFR # 9612283-2009-00002.